Manufacturer narrative:
The plate had a natural bend to it which was necesary for the part to follow the jaw line of the patient. The bend in the part was reported to have been made during the installation surgery. It should also be noted that the fracture location was in relatively large cross sectional area. This region of the part should have been much stronger than the smaller cross sections along the part such as the screw holes. The optical examination revealed that about 30% of the fracture surface was heavily damaged. However, the general appearance of the fracture surface was flat in nature while the last region of fracture showed a ductile shear lip. It appeared that the fracture originated on the inside of the bend in the plate. Sem analysis of the fracature surface revealed ductile dimples along all areas of the obsrevable surface. Much or the surface was mechanically damaged but the regions between the damage also showed ductile fracture. Figure 1 shows the final fracture region which shows mechanical damage and ductile fracture. Figures 2 and 3 show the ductile fracture surface in nondamaged areas. No indications of fatigue were observed although they could have been unobservable due to the mechanical damage. Eds analysis of the plate revealed a titanium alloy with approximately 6.8% aluminum and 3.6% vanadium. This alloy content is somewhat out of specification for ti-6ai-4v, which the plate is specified to be made from. However, eds is semiquantitative and this deviation is not abnormal for semiquantitative analysis. Microstructural analysis of the plate showed no microstructural anomalies which would have enhanced crack formation or other localized weaknesses in the plate. Figure 4 shows the microstructure of the titanium at the fracture surface. This is a fine grained material. Fatigue could have occurred in the mechanically damaged fracture origin region, but none was found in the undamaged region.